Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. After predilation was performed with a 2.5x12 non-bsc balloon catheter, a 3.00x20mm promus premier stent was advanced but failed to cross the lesion. It was also noted that the stent strut had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that a stent strut was lifted distally in the mid-body of the crimped stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and midshaft section found the midshaft kinked at 10.1cm proximal to the port site of the shaft polymer extrusion profile. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. After predilation was performed with a 2.5x12 non-bsc balloon catheter, a 3.00x20mm promus premier¿ stent was advanced but failed to cross the lesion. It was also noted that the stent strut had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.